Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using a fast-fix 360 suture system, t2 could not be deployed. T1 was removed from the patient by tweezers. The procedure was completed with a non-significant delay using a smith and nephew back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device returned had both implants off the needle but the suture was still tucked into the depth gauge straw. The suture and distal end of the device were discolored yellow. The actuator was in the post t2/pre t1 deployment position. A functional evaluation found the device cycled as intended. A review of the customer provided image found a fast fix 360 with a length of cut suture next to it. No implants were visible. It was determined the device did not contribute to the reported event. The complaint was not confirmed because the reported failure could not be duplicated during product evaluation. Factors that may have contributed to the reported event include contact with another source or unintended stress to the needle. No containment or corrective actions are recommended at this time.